Manufacturer narrative:
Concomitant medical products: the patient¿s medications include; clonazepam, lipitor, sertraline, famotidine and temazepam.

Event description:
On (B)(6) 2017, the patient underwent treatment of a thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis. A 24 fr gore® dryseal introducer sheath was reportedly able to be advanced through the patient's stenotic and narrow (measuring 8.1mm in diameter) right external iliac artery, without resistance. It was reported after the sheath was in place, the tag device was successfully positioned and deployed without issue. According to the report, during withdrawal of the sheath, the patient¿s blood pressure dropped. An intra-operative angiogram revealed the right external iliac artery had ruptured. No significant blood loss resulting from the ruptured artery was reported, nor was a transfusion of blood products administered. An iliac extender component was implanted for repair of the ruptured iliac artery. The physician reportedly thought further extension was needed, so two gore® viabahn® endoprostheses were implanted for distal extension. The cause of the rupture was reportedly due to the advancement and withdrawal of the 24 fr sheath through the patient¿s narrow and stenotic iliac artery. There were no reported clinical complications from the rupture and reportedly the patient left the operating room in stable condition.